Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced unspecified hypoglycemia symptoms and needed unspecified third party help to recover whilst the results taken after experiencing the symptoms were 170 mg/dl and 209 mg/dl on fasting. No more information is available.